Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled intra-op. The surgeon said it didn't seem right during installation, and the x-ray showed it was disassembled. No further information has been provided.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned, and photos/ x-rays were not provided. Device evaluation unable to be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to incorrect orientation of the implant assembly or the under/over tightening of the inserter. DHR review lot number was not provided and the device was discarded therefore a DHR is unable to be located for review. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled intra-op. The surgeon said it didn't seem right during installation, and the x-ray showed it was disassembled. No further information has been provided.